Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The lifevest operated as designed during the detection sequences and was able to deliver up to five full energy pulses during each sequence. There is no evidence that a device malfunction contributed to the artifact on the ECG channels prior to electrode belt disconnection or the patient death.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event prior to passing. Per the patient's son, the patient was wearing the lifevest and it was alarming at the time of death on (B)(6) 2017. He reported that the patient was in the hospital and that the hospital staff made resuscitation attempts. Per review of the downloaded software flag and ECG data, the device was last used on (B)(6) 2017. Prior to deactivation the lifevest delivered 10 appropriate shocks during vf between 10:19:20 and 10:24:27 am on (B)(6) 2017. The first detection sequence was initiated at 10:18:45 am and resulted in treatments 1 and 2. The post-shock rhythm of treatment 1 remained vf. Treatment 2 successfully converted the rhythm to af at 100 bpm. A second detection sequence, resulting in treatment shocks 3-5 was initiated at 10:20:11 am. The post-shock rhythm of treatments 3 and 4 remained vf. Treatment 5 successfully converted the rhythm to af at 70 bpm. A third detection sequence, resulting in treatment shocks 6-10 was initiated at 10:22:14 am. Treatments 7 and 9 were unable to convert the vf. The post-shock rhythm remained vf. Treatments 6, 8, and 10 briefly converted the patient to af at 70-110 bpm before the recurrence of vf. Following the 10th lifevest shock at 10:24:27 am, the patient was converted to atrial fibrillation at 80 bpm for 13 seconds before returning to vf. The device did not deliver any additional pulses during the recurrent vf as the device had already delivered the maximum five treatment shocks possible during a single treatment sequence. At 10:29:37 the lifevest exited the third detection sequence due to detection of a non-treatable rhythm. A fourth detection sequence was initiated at 10:30:49. The ECG recording revealed vf and CPR artifact. No treatment was delivered as a non-treatable rhythm was detected 11 seconds later. The ECG recording showed af at 80bpm with CPR artifact. A fifth detection sequence was initiated at 10:36:16. The ECG recording showed bradycardia at 50bpm degrading the vf. The device was in the detection sequence for 3 seconds before a non-lifevest external defibrillation was administered. The post shock rhythm of the non-lifevest defibrillation was bradycardia at 45 bpm. The device remained powered on for another 44 minutes before the electrode belt was disconnected. At 11:06:08 am, a manual ECG recording was initiated and the patient's rhythm was atrial fibrillation at 70 bpm with motion artifact. Per the long term ECG recording, approximately 7 minutes prior to the belt disconnection at 11:20:12am, the patients underlying rhythm of atrial fibrillation at approximately 120 bpm became obscured by artifact on the ECG channels. The patient's underlying rhythm up until the electrode belt disconnection was unable to be determined. It is unclear exactly when the patient passed away. Per the patient's son the patient died on (B)(6) 2017 and was wearing the lifevest; however, lifevest flag data indicates that the device was shutdown shortly after the electrode belt disconnection at 11:20:12am on (B)(6) 2017.